Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent da vinci assisted removal of abdominal graft, closure of eroded vaginal mesh, sacrocolpopexy graft reattachment and placement of surgisis barrier due to eroded sacrocolpopexy vaginal mesh on (B)(6) 2012. It was reported that patient underwent da vinci assisted placement of sacral colpopexy and sacral colpopexy revision, repair of bladder laceration in multiple layers and cystoscopy due to stage iii current anterior wall and apical prolapse on (B)(6) 2012 and bladder laceration. It was reported that patient underwent a robotic-assisted repair of vesicovaginal fistula, repair of cystectomy and removal of old sacral colpopexy mesh cystoscopy and bilateral double- j ureteral stent placement due to vesicovaginal fistula on (B)(6) 2013. No additional information was provided.